Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04157. It was reported the patient had a fall. In turn, x-rays have confirmed the leads had migrated. As a result, the leads were explanted and replaced on (B)(6) 2021. Effective therapy re-established post operatively.